Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2013. The cause of death was complications of diabetes. The caller stated that the customer was "all over the map" with diabetes, had a heart attack, was septic, and was not able to come back. The customer was put on life support. The caller stated that they no longer have the customer's insulin pump; it was taken off at the hospital and was never returned to the family. The customer did not use sensors. The caller stated that they do not want any more phone calls because they do not want to relive this again and do not want to answer any more questions.